Event description:
Facility critical care unit staff were attempting to perform cardioversion with the device. Pt data was not reported. Reportedly, the operator was not able to discharge defibrillator energy to the pt. The report is not clear. The use was said to have been a confused situation. Pt outcome was not reported. The rptr indicated the reported event did not affect pt outcome.